Manufacturer narrative:
Updated fields: d8, h2, h3, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic procedure, the colonovideoscope did not display an image. The procedure was completed using the same device. There were no reports of patient harm.